Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and is not able to rewind. Customer's blood glucose was 360 mg/dl at the time of incident. No further information was given.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm or no excessive no delivery alarm during testing and the motor was tested outside of the device and passed. No rewind anomaly noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.